Event description:
Bipolar loop section approximately 3mm in length was noted to be missing during tur-p. Surgeon inspected the entire bladder fossa x2 during the course of the procedure. An x-ray was taken in or via fluoroscopy. Surgeon did not see any radiopaque object. X-ray taken in pacu radiologist reported no opaque fb identified.